Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Although actual lot number was unknown, two possible lot numbers were received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that an ophthalmic knife was dull and cut poorly during a cataract surgery. No patient harm was reported. Additional information has been requested. Additional information received indicated that a total of seven knives were dull during the surgery. The knife came in contact with the patient's eye, and the surgery was completed by using same knife without any impact to the patient.